Manufacturer narrative:
Correction: d8. Fields updated: h2, h3, h4, h6, h8, h11. The device was returned to olympus for inspection. Upon receipt and inspection of the returned device, it was discovered that the device did not produce an image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, meaning expected or random component failure without any design or manufacturing issue, due to electrical/electronic component problem identified, or the inadequate performance of an electrical or electronic component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope displayed an e216 communication error message during inspection for use. There were no reports of patient involvement.

Event description:
It was reported the bronchovideoscope displayed an e216 communication error message during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.